Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2014 with the following findings: the black box indicated that there was a time/date reset after a power reset on 05/19/2014. A manual date/time change was observed in the black box from 02/02/2007 15:11 to 05/18/2014 03:15. The total daily dose recorded for 05/18/2014 appeared to be inaccurate due to the manual time/date change. The pump successfully passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. The pump was run for a 24 hour period in order to fully charge the internal clock battery (bt1 component). After 24 hours, the battery was removed for 6 hours. The bench testing confirmed when the battery was reinserted after 6 hours without power the time/date reset to 12:00am 1/1/2007. Removal of the pump cover and a visible inspection confirmed the bt1 internal battery was leaking. Unrelated to the internal battery issue, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the patient contacted animas alleging that the time and date reset to default when the battery is removed for less than 24 hours and that she subsequently experienced low blood glucose (bg) of 36mg/dl with shaking and dizziness/disorientation. The patient was reportedly able to self-treat with oral carbohydrates and did not require assistance from a third party. Use error was determined to be a contributing factor, as the pump prompts the user to confirm the time and date settings when the pump is rebooted. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with a time/date reset issue and use error.